Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an unknown procedure performed on (B)(6) 2024. During preparation and outside the patient, the part that connects the active cord of the high frequency device got detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of cautery pin detached.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of cautery pin detached. Block h11: investigation results. The device was returned with the two in one connector was detached from the cannula, the screw was broken. No other device problems were noted. The reported event of "cautery pin detachment of device or device component" can be confirmed. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem that could have caused the complaint. Device analysis found the two in one connector was detached from the cannula and the screw was broken. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is cause not established. This code was selected since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. An investigation to address this problem has been completed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an unknown procedure performed on (B)(6) 2024. During preparation and outside the patient, the part that connects the active cord of the high frequency device got detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.